Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to display that insulin was not delivered or that there was an occlusion. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.